Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, cracked case at the display window corners and minor scratched display window. Unable to verify blank display anomaly or perform the currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to lcd anomaly. The insulin pump had severely scratched and worn display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 127mg/dl at the time of incident. Troubleshooting found that the customer is currently on their back up plan due to display issue. Troubleshooting found that the pump screen is damaged and the customer fell on a rock wearing the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.